Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 july 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported. An RMA was authorized for return of transmitter for further investigation.

Manufacturer narrative:
On july 8, 2025, the user informed senseonics that the system was displaying results different from glucometer measurements. Based on the escalation analysis, a transmitter replacement was approved, and an RMA was issued for the return of the transmitter for further investigation. Upon receipt, in-house testing of the returned transmitter showed no malfunction. A review of the in-vivo data revealed atypical temperature sensitivity, which likely contributed to the observed inaccuracies and noise in sensor glucose readings. The user was advised to move to a cooler environment when the issue arises and, during extended time outdoors in high temperatures, to wear a lightweight jacket or long-sleeve shirt to provide protection over the sensor and transmitter. Following transmitter replacement, the issue has not recurred, and no further inaccuracies have been reported. B4. Date of this report 06 oct 2025. G3. Date received by the manufacturer? 06 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.